Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that she periodically would feel stimulation increase while she was in a store. Patient stated this seemed happened for no reason and it was only every once in a while. It was reviewed with patient regarding emi consideration but patient was not concerned with the occurrences. It was also reported that she would be having a procedure the next day( unrelated to interstim), so she went to check the ins to turn it off but she was unable to feel stimulation when she tried to increase the amplitude. She usually used stim on program 2 at 3.9v and can usually feel the stim when she increased amplitude. However, she tried increasing amplitude up to 6.2v during the call and stated she did not feel the stim at all. Patient stated her target symptoms were being controlled, noting that she was implanted for urinary retention and she was able to urinate just fine. She was just at her managing healthcare provider (hcp)'s office yesterday and they said everything was fine. She had not had any fall or trauma recently and she had not changed programs. There were no further complications that have been reported as a result of this event.